Event description:
It was reported that during central processing procedure, the permanent cautery hook instrument (pch) was found to have a tip damaged, hook portion came off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument (pch) has been returned and evaluated by the failure analysis team. The instrument was found to have a broken cautery hook at the distal end. The broken piece was not returned. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the instrument for suturing.